Event description:
The patient contacted lifescan alleging that their one touch ultra meter was prompting the error 4 message. The medical affairs specialist left a phone message for the patient and sent a letter. The mas spoke with the patient 5 days later. The night before the incident, the patient attempted to test with the reported meter; the meter prompted error 4 and the patient could not obtain a result. They use an insulin pump and takes insulin boluses based on their blood glucose level and the amount of carbohydrate planned for their next meal. In the morning, they could not obtain a result on the meter. They did not test with their back-up meter, as they did not have test strips. They had no symptoms of high or low blood glucose. They took an insulin bolus to cover their breakfast and ate breakfast. At lunch time, they had no symptoms of low or high blood glucose level. They took an insulin bolus before lunch. As they began to eat lunch, they passed out. Their family did not attempt to test their blood glucose level with the meter. The patient's family member called emt. A result of 38 mg/dl was obtained on the emt meter. The patient was treated with intravenous d50. They became responsive quickly and emt left within 1 hour. No further blood glucose tests were conducted by emt. As the patient was not able to test with the meter, they could not fully determine the insulin bolus needed before breakfast and lunch. The product contributed to their experiencing injury requiring medical intervention. The patient received the replacement; it is functioning correctly. The reported meter has been sent to lifescan.